Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in to report a low blood glucose (bg) event. The event involved product(s)mmt-242a,mmt-1884,mmt-7040a,mmt-332a. The customer reported blood glucose value of 50 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The customer has type 1 diabetes and treated the low bg by suspending delivery and consuming a giant cup of apple juice and a peanut butter candy sandwich. The low bg is no longer ongoing. The customer also reported physical damage to the pump¿a crack on the battery compartment (battery tube threads). The damage did not result from bumping or dropping the pump, and the infusion set and reservoir showed no signs of damage. The damage is not currently affecting pump functionality, but the pump is no longer waterproof. The customer was advised to disconnect from the pump, discontinue use, and revert to their backup plan as per their healthcare provider¿s instructions. Instructions were provided on how to put the pump in storage mode after discontinuation. No further patient complications were reported. Mmt-242a,mmt-7040a,mmt-332a were not expected to return. Mmt-1884 was expected to return.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date (B)(6) 2026 in the pump history file and found 2 lostsensor1alert (780) on (B)(6) 2026, 2 stuckkeyalarm (61) on (B)(6) 2026, 2 lostsensor1alert (780) on (B)(6) 2026, 4 sensorerroralert (801) on (B)(6) 2026, 1 stuckkeyalarm (61) on (B)(6) 2026 and 1 lowbatteryalert (104) on (B)(6) 2026 16:27:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 12:34:00 pm. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Stuck key alarm not confirmed during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The pump passed the functional testing. Unable to confirm alleged low bgs. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.